Event description:
On 03-jan-2024, mhra provided boston scientific with a copy of an adverse incident report regarding an unknown implantable ingenio device. It was reported that this device appeared to be exhibiting accelerated battery depletion as the estimated remaining battery longevity was eight months remaining but fully depleted two months ago. It was noted the patient had a return of chronotropic incompetence systems (fatigue and shortness of breath upon exertion). At this time, no further information has been provided. No additional adverse patient effects were reported.

Event description:
On 03-jan-2024, mhra provided boston scientific with a copy of an adverse incident report regarding an unknown implantable ingenio device. It was reported that this device appeared to be exhibiting accelerated battery depletion as the estimated remaining battery longevity was eight months remaining but fully depleted two months ago. It was noted the patient had a return of chronotropic incompetence systems (fatigue and shortness of breath upon exertion). At this time, no further information has been provided. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.